Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located on the under the adhesive and about 6 centimeters outside the adhesive area. The reaction was described as having itchiness, redness, and a rash. On (B)(6) 2017, patient went to the doctor to receive treatment for the reaction and was prescribed fluocinonide 0.05%, which was used to treat the affected area. At the time of contact, the patient was ok. No additional event or patient information was provided. Photographs of the reaction were provided by the patient's mother and reviewed for evaluation on (B)(6) 2017. Complaint for a skin reaction was confirmed. The root cause could not be determined, post investigation. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.